Event description:
It was reported by the plaintiff's attorney that prior to 2007, the plaintiff was implanted with a sparc sling system "to treat her pelvic organ prolapse and stress urinary incontinence." It was alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury," "underwent at least one corrective surgery," "endured impaired physical relations with her husband," and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.